Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt's) surgical lead was originally placed at t7 and has since migrated to the t8-9 level.